Manufacturer narrative:
Investigation: a device history review was conducted for lot number 7293902. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally our quality engineers have attempted to replicate the damage that was observed in the tubing of the device submitted. Unfortunately our engineers were unable to locate any possible sources for the damage in our manufacturing process; the root cause for this complaint could not be determined at the conclusion of our review.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: it's noticed that there was leakage at the penetration position after the catheter was placed. It's found that the juncture between catheter and wing leaked after the catheter was removed.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd saf-t-intima IV catheter safety system 24 g x 0.75 in. Experienced leakage. The following information was provided by the initial reporter: it's noticed that there was leakage at the penetration position after the catheter was placed. It's found that the juncture between catheter and wing leaked after the catheter was removed.